Event description:
It was reported that the catheter became stuck on the wire. A 2.1 mm jetstream xc catheter was selected for a left leg atherectomy procedure to treat the patient's claudication in the left superficial femoral artery. The lesion was moderately tortuous and moderately calcified. During the procedure, on the second pass while the device was in blades down mode, the device became stuck with the non-bsc filter and could no longer advance. No significant resistance was noted before the device became stuck. The two devices were removed from the patient as a unit; they remained intact. There was no visible damage to the device. The guidewire was able to be removed from the device once outside the patient. The procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.1 with an unidentified filter wire stuck in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed kinks and buckling approximately 1.5cm from the tip and 121cm from the tip. A 0.014 filter wire was stuck in the device. The device was connected to the jetstream console per the instructions for use and was functionally tested for rotation issues. The device functioned as designed pertaining to the rotation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was confirmed for guidewire sticking and shaft damage. A non-compatible guidewire was used with the jetstream device. Per the IFU there may be performance issues or device damage if a non-compatible guidewire is used.

Event description:
It was reported that the catheter became stuck on the wire. A 2.1 mm jetstream xc catheter was selected for a left leg atherectomy procedure to treat the patient's claudication in the left superficial femoral artery. The lesion was moderately tortuous and moderately calcified. During the procedure, on the second pass while the device was in blades down mode, the device became stuck with the non-bsc filter and could no longer advance. No significant resistance was noted before the device became stuck. The two devices were removed from the patient as a unit; they remained intact. There was no visible damage to the device. The guidewire was able to be removed from the device once outside the patient. The procedure was completed successfully. There were no patient complications reported.